Event description:
Litigation alleges that patient has experienced severe pain, limited mobility, and shortness/unevenness of legs. Update: (B)(4) 2012 - pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. Update received (B)(4) 2014 - the sales rep reported the revision surgery. Patient was revised to address elevated metal ion levels, squeaking and pseudotumor. Update (B)(4) 1015 - pfs and medical records received. After review of the medical records for MDR reportability, the stem is being added for the alleged high metal ions. No labs provided for the alleged high metal ions. No revision note was provided.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.